Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed two small holes in the silicone tubing approximately half an inch from the closed sleeve. Functional testing including clear passage and clamp function testing was performed with no issues noted. Leak testing was performed and revealed a leak from the holes. The cause of the holes in the tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, it was discovered that there was a leak through two small holes in the silicone tubing. The device had been used on a patient prior to sample return with no patient impact reported. No additional information is available.